Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. The keypad buttons were found to be intermittently responding. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. The keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim and pink. (B)(6).